Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the prograsp forceps steel cable broke. It was on its third use (03/18). The surgeon had been using the instrument for approximately an hour. The procedure was completed with no reported injury.